Event description:
It was reported that the customer's insulin pump experienced a keypad anomaly. The customer's blood glucose level was 166 mg/dl. Standard troubleshooting was performed. The customer confirmed that the buttons on her keypad were nonresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.